Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl at the time of incident, the current blood glucose level was 281 mg/dl, and other blood glucose level was 242 mg/dl. Customer had symptoms related to high blood glucose was thirsty. The customer was assisted with troubleshooting. The customer was treated with syringe for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did alleging insulin pump for under delivery, due to hyperglycemia. The insulin pump will not be returned for analysis.